Manufacturer narrative:
(B)(4).

Event description:
The patient was dialyzed in hospital on (B)(6) 2011 and was noted to have shortness of breath at the start of treatment. The patient appeared in mild distress with combination of anxiety as well as chf. She had crackles in her chest and seemed anxious at starting hemodialysis but the physician felt it was a possible dialyzer reaction. Treatment was stopped and the patient was treated with solu cortef 100mg as well as ativan 0.5 mg IV. Additionally, the dialyzer was rinsed with 2 liters of normal saline. Dialysis restarted and went uneventful for the remainder of the dialysis treatment. No further information was made available.